Event description:
It was reported that there was atrial under-sensing on right atrial (ra) lead during arrhythmias. The ra lead remains in use. No patient complications have been reported as a result of this event.